Event description:
It was reported that the patient was experiencing pain at the site of their ipg. The patient received steroid shots from their physician, however the shots were not effective in addressing the patient's ipg pain. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
A patient experiencing pain at ipg site was reported to abbott. The patient was met with, and their device reprogrammed. The patient is requesting the ipg to be replaced with a smaller ipg and relocated. Surgery has not been scheduled yet. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.